Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump retainer ring was damaged. Customer reported that the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
It was reported that customer received insulin pump error alarm. The customer stated they were able to clear the alarm and rewind the insulin pump.

Manufacturer narrative:
Retainer ring = black. Customer complained about insulin pump error 43 alarm. On the event date: february 12, 2022. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 alarm during testing. Problem isolated to motor assembly. Insulin pump history was download successfully. The test p-cap locks properly in place in the reservoir compartment noted. Motor passed motor test. Device was cut/open and inspected no moisture damage inside the insulin pump. Device perform visual inspection and pump received with cracked retainer ring. Insulin pump error 43 was found in the formatted history file on the event date. 02/12/2022 21:07:45.000 alarm alert notification fault number = motor drive error (43). Confirmed insulin pump error 43 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in b5 section.